Manufacturer narrative:
Event description continuation: force visualization features used included dashboard, vector, and visitag. Visitag parameters for stability were reported as 4mm and 3 seconds. Additional filter used with the visitag was force-over-time (fot) 30% over 3 grams. Color options used prospectively included an ablation index of 550 at the right wide area circumferential ablation (waca) anterior, 500 at the left waca anterior and ridge, 400 at the posterior (due to instability, difficult anatomy, and pain). Physician decided not to target the value, but to ablate until the electric signal disappeared. Left inferior pulmonary vein (lipv) posterior wall has 3 visitags with ablation index values of approximately 430. All others were under the usual target. Spi value was not reported. Smarttouch catheter was not in close proximity to another catheter on the posterior wall. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no catheter malfunctions or errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Stockert generator, model and serial numbers unknown. Fiab esocatheter, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch unidirectional catheter and suffered an esophageal injury (ulceration without perforation). Ablation procedure was performed. On post-procedure day 3, the patient presented to the emergency room with symptoms of dysphagia. On post-procedure day 13, gastroscopy revealed a probable esophageal perforation. Patient was reported to be asymptomatic, hemodynamically stable, with hemoglobin within normal limits, and decreased inflammatory markers. It was later determined that there was no esophageal perforation, but an esophageal ulceration. Patient required extended hospitalization as a result of the adverse event, as they were re-admitted 3 days post-procedure. Patient outcome is improved. It was noted that cardiac MRI revealed atypical left atrial anatomy. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Stockert generator was set on power control mode at 30 watts on the posterior wall and 35 watts on the anterior wall. Overall ablation time on the posterior region of the left inferior pulmonary vein (lipv) was 1 minute and 36 seconds. Last ablation cycle time at the site of injury was not reported. It was not possible to identify an injury in the atrium. Esophageal catheter was visualized on the carto in the area of the esophageal injury, but the temperature never reached the warning level. Methods used to prevent esophageal injury included a fiab eso catheter to monitor esophageal temperature and a decreased ablation index target on the posterior wall.